Event description:
A 8dct tracheostomy tube was leaking air between the inner and other cannula while in use. The customer could not recall if replacement of the tracheostomy tube was required. There was no patient harm reported.